Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7030242/7030162.

Event description:
It was reported that the patient was experiencing bowel obstruction, leg weakness, and pain. The patient underwent a spinal cord stimulator (scs) revision procedure wherein the patients ipg was replaced and lead extensions were removed. The patient was doing well postoperatively. The explanted products were disposed by the facility and therefore will not be returned.